Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A USER FACILITY BIOMEDICAL TECHNICIAN (BIOMED) REPORTED TO FRESENIUS TECHNICAL SUPPORT THAT A 2008T HEMODIALYSIS (HD) MACHINE DISPLAYED AN 'E.08' ALARM WITH AN 'ART. BP NO COMM' MESSAGE DURING THE SELECT PROGRAM SCREEN. ADDITIONAL DETAILS WERE PROVIDED UPON FOLLOW-UP WITH THE BIOMED. THERE WAS NO PATIENT INVOLVEMENT ASSOCIATED WITH THE EVENT. THE BIOMED FIRST TRIED REPLACING THE LP955 BOARD, BUT THIS DID NOT RESOLVE THE ISSUE. DURING TROUBLESHOOTING, THE BIOMED FOUND THERMAL DAMAGE ON THE BLOOD PUMP MOTOR. NO OTHER PARTS WERE FOUND TO BE DAMAGED. THE BIOMED SAID WHEN THEY OPENED UP WHERE THE MOTOR BRUSHES ARE, THEY NOTICED THAT IT WAS PACKED FULL OF BLACK DUST. AFTER CLEARING THE DEBRIS, THE BIOMED COULD SEE THAT THE WHITE PLASTIC AROUND THE MOTOR BRUSHES WAS BLACKENED AND MELTED. NO BURNING SMELL WAS NOTED. THE BIOMED CONFIRMED THERE WERE NO SIGNS OF SMOKE, SPARKS, OR FLAMES. THE BIOMED REPLACED THE BLOOD PUMP MOTOR AND THE ALARMS WENT AWAY. THE BLOOD PUMP MOTOR WAS REPORTED TO BE THE ORIGINAL FRESENIUS PART ON THE MACHINE. THE BIOMED CONFIRMED THE MACHINE WAS PLUGGED INTO A HOSPITAL GRADE GROUND-FAULT CIRCUIT INTERRUPTER (GFCI) OUTLET AND HAD NO PAST PROBLEMS WITH FAILING THE ELECTRICAL LEAKAGE TEST. THE MACHINE HAD 24,393 OPERATING HOURS ON IT. THE DAMAGED PART WAS NOT AVAILABLE TO BE SENT BACK FOR EVALUATION AS IT WAS REPORTEDLY DISCARDED. HOWEVER, PHOTOS OF THE BLOOD PUMP MOTOR WERE PROVIDED FOR REVIEW.

Event description:
A user facility biomedical technician (biomed) reported to Fresenius technical support that a 2008T Hemodialysis (HD) machine displayed an 'E.08' alarm with an 'Art. BP No Comm' message during the select program screen. Additional details were provided upon follow-up with the biomed. There was no patient involvement associated with the event. The biomed first tried replacing the LP955 board, but this did not resolve the issue. During troubleshooting, the biomed found thermal damage on the blood pump motor. No other parts were found to be damaged. The biomed said when they opened up where the motor brushes are, they noticed that it was packed full of black dust. After clearing the debris, the biomed could see that the white plastic around the motor brushes was blackened and melted. No burning smell was noted. The biomed confirmed there were no signs of smoke, sparks, or flames. The biomed replaced the blood pump motor and the alarms went away. The blood pump motor was reported to be the original Fresenius part on the machine. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (GFCI) outlet and had no past problems with failing the electrical leakage test. The machine had 24,393 operating hours on it. The damaged part was not available to be sent back for evaluation as it was reportedly discarded. However, photos of the blood pump motor were provided for review.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a Fresenius Field Service Technician (FST). However, the reported event was able to be confirmed referencing the provided photos. The photos show multiple angles of the DC motor where thermal damage was visible. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. Based on the available information, the reported event has been confirmed.